Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-05086, 2017865-2020-05087. It was reported that the patient presented remotely via merlin.net. Upon investigation, it was found the implantable cardioverter-defibrillator delivered an inappropriate shock. The device switched from supraventricular tachycardia (svt) to v>a due to atrial events falling into blanking. Immediately after the shock, noise was seen on the right ventricular lead and right atrial lead. The noise made the rhythm difficult to interpret after the therapies, possibly due to leftover energy or external interference. No intervention was performed. The patient was stable.